Event description:
It was reported that the lead perforated the atrial lateral wall. Also noted the lead could not capture. The lead was repositioned and "everything went well".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.